Event description:
Tubing was dripping and not delivering medications appropriately. Baxter clearlink system solution set with duo vent spike 103" 92.6m, polyethylene lined tubing; non-dehp pump segment, luer activated valve, male luer lock adapter. Lot r18i07071.